Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as bruising and bleeding under the front therapy pad. It was reported the patient was allergic to nickel. There was no alleged device malfunction contributing to the irritation. The patient was sent an additional garment to help with frequent garment change. The patient was prescribed multilind ointment and was advised to remove the device during the day from the patient's general practitioner. The medica outcome is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. The patient described the irritation as bruising and bleeding under the front therapy pad. It was reported the patient was allergic to nickel. There was no alleged device malfunction contributing to the irritation. The patient was sent an additional garment to help with frequent garment change. The patient was prescribed multilind ointment and was advised to remove the device during the day from the patient's general practitioner. The medica outcome is unknown. Supplemental report (B)(6)2021: submitting report to correct section g4.